Event description:
It was reported that the patient presented for a follow-up post-implant procedure. Upon interrogation, it was noted that the right atrial lead exhibited a high capture threshold. No intervention was performed. The patient was in stable condition and would be further monitored.